Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Additional information was unable to be obtained at this time. The root cause of the annular rupture and death remain indeterminate. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Edwards received notification from the implant patient registry and the field clinical specialist that a patient underwent implant of a 29mm sapien 3ur valve in the aortic position. The patient was stable when leaving the operating room and was stable in recovery. Twelve hours later the patient was brought back to the or for suspected annular rupture. It was at this time the tavr valve was explanted and a 21mm surgical valve was implanted. The patient unfortunately expired before exiting the operating room. The case was discussed by the heart team and it was originally thought a wire perforation could have been the initial cause, but it was not able to be confirmed. It was believed that the annular rupture may have been caused by calcification of the aortic root anatomy. There was no allegation of an edwards device malfunction.